Event description:
Information was received indicating that this ambulatory infusion pump, the pump failed accuracy testing by -7.25%. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
One cadd® cadd-legacy 1 pump was returned for analysis. The customer's reported problem was "fails accuracy -7.25%". Visual inspection found the pump to be in fair physical condition with a cracked front housing. Inspection of the pump's event log showed no evidence of customer's reported problem. Delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. The pump's expulsor was trimmed to bring the pump's delivery accuracy into more nominal of a range. What caused the reported (primary) problem is unknown as the problem was not confirmed. Who caused the reported problem is unknown.